Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user¿s device became disconnected from the infusion site. The user¿s caregiver inquired about giving outside insulin, and the patient temporarily reverted to backup therapy. There was no report of end-user harm or adverse event associated with this case.